Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported intermittent downstream occlusion alarm when one is not present which was not reproduced. A review of the event history log identified downstream occlusion alarm. The reported condition was verified. The cause was determined to be an out of specification force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported upstream occlusion alarm not present which was not reproduced. The reported condition was verified. The cause was determined to be a failing processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed intermittent downstream occlusion alarm when one is not present and upstream occlusion alarm not present when occlusion made upstream. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.